Manufacturer narrative:
(B)(4). The pump passed the functional tests, including the self-test, active current measurement, rewind test, and displacement test. However, the pump failed sleep current measurement due to moisture damage on the electronic assembly, motor and force sensor noted during visual inspection.

Event description:
Information received by medtronic indicated that the insulin pump battery compartment was over heated. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.